Manufacturer narrative:
(B)(4). Batch # m90z7n. The analysis results found that the b12lt device was returned with the clear lens damaged. Upon visual inspection, a part of the clear lens was observed to be fractured and the broken part was not returned for analysis. In addition, scratches were observed on the clear lens. See pictures. The damage found suggests that a sharp instrument had contact with the clear lens and may have caused the damages found. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). The analysis results found that the b12lt device was returned with the clear lens damaged. Upon visual inspection, a part of the clear lens was observed to be fractured and the broken part was not returned for analysis. In addition, scratches were observed on the clear lens. The damage found suggests that a sharp instrument had contact with the clear lens and may have caused the damages found. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: can you clarify which portion of the trocar was damaged? --- the head part. Was it the clear tapered optical element of the obturator at insertion that was damaged? --- no information. Or was it the cannula/sleeve tip that was damaged at insertion? --- no information. Or was a laparoscopic instrument inserted through trocar into patient and then there was torquing against end of trocar sleeve, causing tip of sleeve to break? --- no. Was the tip broken off? --- yes. If yes, was the piece retrieved? --- yes. Will it be returning with the rest of the trocar? --- no information. If not, was it discarded? --- na.

Event description:
It was reported that during an unknown procedure, the tip of the device was damaged when the device was inserted into the patient by holding the tissue with a forceps from the abdominal cavity since the abdominal wall was stiff. No pieces were left inside the patient. Another device was used to complete the case. There were no adverse consequences to the patient.